Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with the carto 3 system and the visitag disappeared during the procedure. They did a map of the right atrium (ra) and did ablation with visitag. They created another map and did ablations in the left atrium (la). When they went back to the ra the visitags were not visible. They did not change any preferences. They were using a custom template. They were advised to close the study, reload the carto application, review the study and continue. They declined to do this troubleshooting because they were in the middle of the procedure. They were advised to delete that custom template and create another template from the default template. It was clarified that once the new template was created, the issue was resolved. The procedure was continued with no patient consequence. This event is being reported because the visitag disappeared during the procedure.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with the carto 3 system and the visitag disappeared during the procedure. They did a map of the right atrium (ra) and did ablation with visitag. They created another map and did ablations in the left atrium (la). When they went back to the ra, the visitags were not visible. They did not change any preferences. They were using a custom template. They were advised to close the study, reload the carto application, review the study and continue. They declined to do this troubleshooting because they were in the middle of the procedure. They were advised to delete that custom template and create another template from the default template. The procedure was continued with no patient consequence. The bwi field service engineer contacted the bwi field representative to follow up on the issue and confirmed that once the new template was created, the issue resolved. System is ready for use. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).